Manufacturer narrative:
The insulin pump involved in this event is the (B)(6) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Additional manufacturer summary has been updated and provided with this report in section h10. Report source has been updated and provided with this report in section g2. Occupation has been updated and provided with this report in section e3. Component code has been updated and provided with this report in section h6. The initial report was submitted with the incorrect aware date in g4.  The correct date is 20-jan-2023

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer stated not able to clear the alarm and not able to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged pump error 35 alarm on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify pump error 35 due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces files. Device was cut open to perform visual inspection and found moisture damage on the u2/pcba 1. Successfully utilized crest and thus to download history files, traces files. Critical pump error (open book image) alarm triggered pump error 63 critical handling alarms (B)(6) 2020 03:50:10. 16:53:46. Pump error 63 alarm due to hardware error. Force sensor zero offset within specification 22.1mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: device had scratched case, cracked battery tube threads, cracked case (battery tube), keypad overlay texture damage. Unknown pump error 35 alarm. Critical pump error (open book image) alarm confirmed due to pump error 63 alarms. Pump error 63 alarm due to moisture damage pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.